Event description:
It was reported that the device does not recognize when it is plugged into ac. There was no patient use associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The root cause was determined to be due to a failure of the system pcba. After replacing the system pcba, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.